Event description:
The patient reported that they need an MRI because of a new issue not related to the device. It was stated that the device has been off for 7.5 years because it never worked for them since (B)(6) 2008. Indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.